Event description:
It was reported that the patient failed to recharge the ipg. In turn, the ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was reportedly restored post-procedure.